Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited noise. The patient was dependent and asymptomatic. The lead was explanted and replaced the patient was stable, before, during, and after the procedure.